Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different coyote balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. There are numerous hypotube kinks. Microscopic examination revealed that the balloon has a 12.5mm longitudinal tear starting at the proximal balloon waist. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different coyote balloon catheter. No patient complications nor injuries were reported.